Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an itchy rash under all four electrodes that has broken skin from scratching. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed clobetasol propionate cream 0.05% for the wound. Follow up indicated that the wound improved.